Manufacturer narrative:
Investigation summary: a photo was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the photo provided, a representative sample was also received for the purpose of our investigation but no abnormalities were observed on the physical sample. The photo showed broken extension tubing however, according to the initial complaint the catheter was able to be infused and remained functional for three days prior to breaking. This suggests that the failure mode's root cause occurred as a result of factors that occurred post manufacturing. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 7361235. Investigation conclusion: without the affected sample the root cause could not be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that on the third infusion day the nurse found the bd¿ intima-ii y prn/ec slm extention tubing broken. No blood or liquid medicine exposure to the mucous membranes. No serious injury or medical intervention noted.